Event description:
Pictured is a 920010027 32mm impactor tip. Not sure where the 920010029 angled inserted info was received. Please confirm the product code. Answer: the complaint was originally logged as 920010029, it appears a small piece of the impactor tip broke off in the inserter handle . I was able to easily remove the broken piece today and the inserter handle could be assembled with no problem.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d4 (lot) and d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The optimis angled acetabular inserter handle could not be assembled. It appears a small piece of the impactor tip broke off in the inserter handle.